Event description:
The facility returned the device for service to baxter. During service testing, baxter svc tech reported that the device underdelivered. No pt incident or injury has been reported with this device.